Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore dualmesh® plus biomaterial device was implanted. The complaint alleges that on (B)(6) 2010, the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, dense adhesions to small bowel, bowel obstruction, small bowel resection, and mesh removal. Additional event specific information and medical records were not provided but have been requested.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records between 9/6/2010 and 10/16/2014 were not provided. (B)(6) 2014: (B)(4). Pre-operative nursing record. Implants: mesh abd [presumed history]. There are no records after 10/16/14 provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1695, 2422, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. The following information was determined from the medical records. Medical records: the known medical records span (B)(6) 2008 through(B)(6) 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2008 through (B)(6) 2010 were not provided. Patient information: medical history: diverticulitis. Gastroesophageal reflux disease. Obesity. ­ (B)(6) 2014: 165 lbs; bmi 31.2. Prior surgical procedures: 2007: ¿emergency colostomy.¿ implant preoperative complaints: [none provided]. Implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (05631777/1dlmcp06) 18cm x 24cm. Implant date: (B)(6) 2008 [hospitalization dates unknown]. Description of hernia being treated: ¿a small incision was made and a 5mm optiview trocar inserted under direct vision into the peritoneal cavity. I noted a great deal of the omentum adherent to the anterior abdominal wall in the midline but the right lateral abdominal was completely free of adhesions. I placed another 5mm port under direct vision in the pelvis and an 11mm port in between this in the right subcostal port. The harmonic scalpel was then used to dissect the omentum from the anterior abdominal wall completely and I exposed the hernia defect which measured approximately 3 x 4 cm.¿ implant size and fixation: ¿I then desufflated the abdomen and fashioned a gore dual mesh prosthesis to overlap the defect by all sides on 3cm. I placed 2-0 ptfe sutures at four corners of the mesh. I then rolled the mesh up and placed it into the abdomen. I reinsufflated the abdomen and unrolled the mesh. Small stab incisions were made at previously marked sites on the anterior abdominal wall and the carter thompson device was used to retrieve the ptfe sutures. These were then tied, affixing transfascial sutures to the repair and laying the mesh out against the anterior abdominal wall. I then affixed the mesh circumferentially using the protack device, placing the tacks approximately 1cm apart. I then desufflated the abdomen and noted that the mesh did not fold or kink in any way. I then reinsufflated the abdomen and inspected the dissected omentum and the viscera a final time, noting no evidence of injury or bleeding.¿ no post-operative records were provided. Explant preoperative complaints: [none provided]. Explant procedure: laparoscopy, repair of incarcerated incisional hernia with stratus [sic] mesh, removal of ¿gortex¿ mesh and small bowel resection. Explant date: (B)(6) 2010 [hospitalization dates unknown]. ¿the incision was made and the 5mm optiview trocar placed under direct vision at the peritoneal cavity. I could observe multiple small bowel adhesions to the anterior abdominal wall and could clearly see the herniated loop of the small intestine trough [sic] a defect lateral to the previously placed mesh. I placed another 5mm port into the right flank incision and gently manipulated the bowel, attempting to release it from the incarceration. However, there were very dense adhesions, which appeared to be chronic that precluded a safe production of the hernia. I also tried to gently manually put pressure on the hernia to help reduce it, but was unsuccessful. I used metzenbaum scissors to carefully dissect a few adhesions, however they were too dense and I decided to convert to an open procedure instead. An elliptical incision was made round the widened scar in the midline, excising the scar and dissecting through the subcutaneous tissues to the hernia sac, which I entered very carefully. I continued dissection, exposing the extent of the hernia and exposed the incarcerated bowel loop. As noted previously, the adhesions were very dense and I sharply dissected them from the surrounding structures as well as from the hernia mesh. I also dissected a few intra loop adhesions in this area. Eventually I was able to free the loop of small intestine and bring it through the hernia defect. There was a significant amount of angulation and scarring with deserosalization due to the dissection and I decided to resect this loop of bowel. I selected sides proximally and distally and fired gia staplers across these points. The mesentery was taken down between 2-0 vicryl ties. The specimen completely excised was passed off the field and sent to pathology. I then approximated the intermesenteric surfaces of each end of the bowel and made enterotomies in each. I fired a gia stapler across the intermesenteric surfaces creating a side to side anastomosis. The proximal part of the anastomosis was filled with a thick feculent foul-smelling material and I milked this out of the enterotomy created, being careful not to contaminate the peritoneal cavity in the process. I also used irrigation to further dislodge semisolid material from this area. I then closed the enterotomy in 2 layers using running sutures of 2-0 silk, for the first layer a running full thickness suture and the second layer a running lembert 2-0 silk as well. I then replaced the loop of small intestine with the anastomosis back into the peritoneal cavity and ran the small bowel proximally past an area, which had been adherent to this stricture, examining the area, noting a very small deserosalization, which I closed using 3-0 silk sutures. There were no apparent injuries to the bowel. I then replaced the viscera back into the peritoneal cavity and continued dissecting a few remaining adhesions from the anterior abdominal wall circumferentially. As noted, the mesh was severely contracted and I used the cautery to completely disconnect it from the anterior abdominal wall and completely excise it. It was also sent to pathology. I then fashioned an elliptical piece of stratus [sic] mesh and circumferentially sutured it to the anterior abdominal wall using through-and-through vertical mattress sutures of 0 pds in an interrupted fashion. I placed all sutures prior to tying any of them. Following this, the sutures were individually tied, fixing the mesh to the anterior abdominal wall with slight overlap of the fascial edges. The wound was then irrigated with a large amount of warm normal saline solution. I placed a #19 french round fluted blake drain into the subcutaneous tissues and closed the dermis using multiple rounded sutures of 2-0 vicryl. The skin was then closed with staples as were the laparoscopy incisions.¿ pathology reports for the device explanted on (B)(6) 2010 were not provided. Records indicate a non-gore device was implanted during the (B)(6) 2010 procedure. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states, ¿cutting gore dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect. When using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ failure to ensure adequate device size or overlap of the defect such as if the device is cut too small or too large, or without consideration of potential surgical mesh / tissue contraction during wound healing, may lead to excessive tension on the suture line. This, may result in recurrence of the original, or development of an adjacent tissue defect and may lead to pain and/or a secondary procedure. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 05631777. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected conclusion code. Added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008, including prior abdominal procedures, were not provided. Operative records dated (B)(6) 2008 indicate the patient underwent laparoscopic incisional hernia repair with mesh. Postoperative diagnosis is noted as ¿incisional hernia¿. The records state: ¿a 3 x 4 cm midline incisional hernia was found and repaired with a gore dual mesh prosthesis.¿ the (B)(6) 2008 operative records state: ¿I selected a site for abdominal access along the right costal margin and infiltrated the area with 0.25% narcaine solution with epinephrine. A small incision was made and a 5mm optiview trocar inserted under direct vision into the peritoneal cavity. I noted a great deal of the omentum adherent to the anterior abdominal wall in the midline but the right lateral abdominal was completely free of adhesions. I placed another 5mm port under direct vision in the pelvis and an 11mm port in between this in the right subcostal port. The harmonic scalpel was then used to dissect the omentum from the anterior abdominal wall completely and I exposed the hernia defect which measured approximately 3 x 4 cm. The (B)(6) 2008 records continue: ¿I then desufflated the abdomen and fashioned a gore dual mesh prosthesis to overlap the defect by all sides on 3cm. I placed 2-0 ptfe sutures at four corners of the mesh. I then rolled the mesh up and placed it into the abdomen. I reinsufflated the abdomen and unrolled the mesh. Small stab incisions were made at previously marked sites on the anterior abdominal wall and the carter thompson device was used to retrieve the ptfe sutures. These were then tied, affixing transfascial sutures to the repair and laying the mesh out against the anterior abdominal wall. I then affixed the mesh circumferentially using the protack device, placing the tacks approximately 1cm apart. I then desufflated the abdomen and noted that the mesh did not fold or kink in any way. I then reinsufflated the abdomen and inspected the dissected omentum and the viscera a final time, noting no evidence of injury or bleeding. The records confirm a gore dualmesh® plus biomaterial (1dlmcp06/05631777) was used during the procedure. Operative records dated (B)(6) 2010 indicate the patient underwent laparoscopy, repair of incarcerated incisional hernia with stratus mesh, removal of gortex mesh and small bowel resection. Postoperative diagnosis is noted as ¿recurrent incarcerated incisional hernia¿. The records report ¿there was an incarcerated loop of small intestine through a recurrent hernia on the right lateral edge of the previously placed mesh. There were dense adhesions of the small bowel loop to the area at the hernia as well as to the mesh that indicated that the process was of a chronic nature, however, there was an acute bowel obstruction associated with this. The incarcerated loop was scarred and compromised and was resected with a primary anastomosis created. The previously placed gortex mesh was severely contracted and was entirely removed. The hernia defect was repaired with a status mesh. The (B)(6) 2010 operative records continue: ¿the incision was made and the 5mm optiview trocar placed under direct vision at the peritoneal cavity. I could observe multiple small bowel adhesions to the anterior abdominal wall and could clearly see the herniated loop of the small intestine trough a defect lateral to the previously placed mesh. I placed another 5mm port into the right flank incision and gently manipulated the bowel, attempting to release it from the incarceration. However, there were very dense adhesions, which appeared to be chronic that precluded a safe production of the hernia. I also tried to gently manually put pressure on the hernia to help reduce it, but was unsuccessful. I used metzenbaum scissors to carefully dissect a few adhesions, however they were too dense and I decided to convert to an open procedure instead.¿ the records from (B)(6) 2010 continue: ¿an elliptical incision was made round the widened scar in the midline, excising the scar and dissecting through the subcutaneous tissues to the hernia sac, which I entered very carefully. I continued dissection, exposing the extent of the hernia and exposed the incarcerated bowel loop. As noted previously, the adhesions were very dense and I sharply dissected them from the surrounding structures as well as from the hernia mesh. I also dissected a few intra loop adhesions in this area. Eventually I was able to free the loop of small intestine and bring it through the hernia defect. There was a significant amount of angulation and scarring with deserosalization due to the dissection and I decided to resect this loop of bowel. I selected sides proximally and distally and fired gia staplers across these points. The mesentery was taken down between 2-0 vicryl ties. The specimen completely excised was passed off the field and sent to pathology. I then approximated the intermesenteric surfaces of each end of the bowel and made enterotomies in each. I fired a gia stapler across the intermesenteric surfaces creating a side to side anastomosis. The proximal part of the anastomosis was filled with a thick feculent foul-smelling material and I milked this out of the enterotomy created, being careful not to contaminate the peritoneal cavity in the process. I also used irrigation to further dislodge semisolid material from this area. I then closed the enterotomy in 2 layers using running sutures of 2-0 silk, for the first layer a running full thickness suture and the second layer a running lembert 2-0 silk as well. I then replaced the loop of small intestine with the anastomosis back into the peritoneal cavity and ran the small bowel proximally past an area, which had been adherent to this stricture, examining the area, noting a very small deserosalization, which I closed using 3-0 silk sutures.¿ the (B)(6) 2010 records also state: ¿there were no apparent injuries to the bowel. I then replaced the viscera back into the peritoneal cavity and continued dissecting a few remaining adhesions from the anterior abdominal wall circumferentially. As noted, the mesh was severely contracted and I used the cautery to completely disconnect it from the anterior abdominal wall and completely excise it. It was also sent to pathology. I then fashioned an elliptical piece of stratus mesh and circumferentially sutured it to the anterior abdominal wall using through-and-through vertical mattress sutures of 0 pds in an interrupted fashion. I placed all sutures prior to tying any of them. Following this, the sutures were individually tied, fixing the mesh to the anterior abdominal wall with slight overlap of the fascial edges. The wound was then irrigated with a large amount of warm normal saline solution. I placed a #19 french round fluted blake drain into the subcutaneous tissues and closed the dermis using multiple rounded sutures of 2-0 vicryl. The skin was then closed with staples as were the laparoscopy incisions.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.